Event description:
It was reported that a spectrum infusion pump alarmed "door not fully latched". It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete, a supplemental report will be submitted.